Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in clinic for follow-up. During the cybersecurity upgrade, the patient became symptomatic with pocket and diaphragmatic stimulation when the device went into backup vvi mode. It was suspected that the wand moved. The device was restored to normal function via firmware download. Patient was in stable condition. At subsequent follow-up, the patient requested not to make any changes to their device and not to perform an upgrade.